Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Based on the results of the investigation, the root cause could not be identified. However, the cause was presumed to be a worn-out lock latch on the video connector. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center had no image. The issue occurred during a receipt inspection. There were no reports of patient harm.